Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is well folded and shows no signs of inflation. Stent imprints on the balloon surface indicate that the stent was initially crimped centered in between the two radiopaque markers. The stent was returned separately and is slightly deformed over its entire length. Inspection of the returned stent protector did not reveal any damage or irregularity. Review of the manufacturing documentation of the product detailed above did not reveal any nonconformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all in process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU advises the user to visually inspect the stent system to verify functionality prior to the procedure.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for use. During the attempt to implant the device it was detected that no stent was on the balloon. The stent was found in the protected sheath outside of the patient.